Manufacturer narrative:
Clinical investigation: there is a temporal relationship between ccpd therapy with the fresenius liberty select cycler and the fresenius liberty cycler set and the patient¿s adverse event of peritonitis. There is no documentation in the file to show a causal relationship between the adverse event and the fresenius liberty select cycler and fresenius liberty cycler set, nor is there any allegation a fresenius device (s) malfunctioned or failed to perform as expected related to this event. Due to the lack of information, the etiology for the patient¿s peritonitis event cannot be determined, therefore causality cannot be fully determined. Additional information was requested, however at the time of this investigation remains unavailable. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported receiving the m65 scale reading error during their pd treatment. Upon follow up, the peritoneal dialysis nurse (pdrn) stated that the patient presented to the clinic with cloudy fluid and abdominal pain. The patient was then diagnosed with peritonitis after cultures results. The cause of the peritonitis was unknown. The pdrn stated that the patient did not required hospitalization. The patient was prescribed antibiotics, one gram of vancomycin for three weeks (route unknown) to treat the peritonitis. Per pdrn the patient was able to complete the peritoneal dialysis treatment by performing manual peritoneal dialysis therapy. Additionally, the pdrn stated that the patient has resumed continuous cyclic peritoneal dialysis (ccpd) on the cycler with no issues and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A search for potential lot number delivered to the patient was performed resulting in three different lot numbers. An investigation of the device history records (DHR) was conducted by the manufacturer of potential related lots. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lots have been sold and distributed. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The patient lab results received confirmed that the peritoneal effluent fluid cultures collected on (B)(6) /2018 were positive for staphylococcus epidermidis peritonitis. Furthermore, the peritoneal dialysis registered nurse (pdrn) confirmed with the nephrologist that the antibiotic regimen be vancomycin 1 g, m/w/f, (route and duration unknown) which the patient was already prescribed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between ccpd therapy with the fresenius liberty select cycler and the fresenius liberty cycler set and the patient¿s adverse event of peritonitis. There is no documentation in the file to show a causal relationship between the adverse event and the fresenius liberty select cycler and fresenius liberty cycler set, nor is there any allegation a fresenius device (s) malfunctioned or failed to perform as expected related to this event. Due to the lack of information, the etiology for the patient¿s peritonitis event cannot be determined, therefore causality cannot be fully determined.